Event description:
It was reported that during a cholecystectomy procedure, the clip was ejected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.